Manufacturer narrative:
Date of event: unknown. The customer's address is unknown. Unknown, (B)(6) 00000 USA has been used as a default. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305106 and lot number 0363898. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle 30x1/2 rb separated from the slip-tip syringe during use. The following information was provided by the initial reporter: "it was reported that the 30 gauge x 1/2in bd needle would not stay on the bd 1 ml slip tip tuberculin syringe. It was reported that the upon trying to remove the cap. The whole needle came off the slip tip. It was reported that the friction for the hub of the needle to the syringe was lacking."